Event description:
Approximately two and a half months post implantation (and while still hospitalized), the site reported that the patient was experiencing high watt alarms. The patient was treated with heparin, integrillin and a single dose of tissue plasminogen activator (tpa) on days one and three of the high watt event. It was reported that the watts normalized following this thrombolytic therapy. The patient had several echocardiograms as well as a computerized tomography scan (CT scan), which were all reported to be negative for abnormal findings. It was reported that the patient underwent an urgent pump exchange via sternotomy approach for renewed elevated high power. A pre exchange transesophageal echocardiogram did not reveal a thrombus. However, during the exchange, a thrombus was reported to be visualized along the underside of the sewing ring. The patient's condition was reported to be improving and the site had begun discharge planning.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while being hospitalized for a surgical revision of the driveline exit site due to infection, this patient experienced high watt alarms and elevated ldh levels. Patient received treatment for suspected thrombus, however, an emergent pump exchange was performed since power began to rise again. It was last reported that the patient was doing well and expected to be discharged from the hospital. The device, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. However, friction marks on the housing ceramic surface and on the inferior surface of the impeller indicate that external factors could have forced the impeller against the rear housing. Additionally, the reported event was confirmed via review of the controller log files, which revealed multiple 'high watts' alarms. The site confirmed the presence of thrombus along the underside of the sewing ring during the pump exchange. Clinical factors that may have contributed to the thrombus formation include the fact that the patient's anticoagulation was paused prior to noticing the high watts. The most probable root cause of the 'high power' event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device is available is for evaluation, but has not received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of four reports (3007042319-2014-00061, 3007042319-2014-00062, 3007042319-2014-00063, and 3007042319-2014-00064) submitted for a device related to the same patient. Product is in route.